Event description:
It was reported by plaintiff¿s attorney that the plaintiff was implanted with miniarc sling with intention of treating her stress urinary incontinence. It was alleged the plaintiff ¿suffered serious bodily injuries, including, but not limited to, extreme and chronic pain, mesh erosion and erosion of her internal bodily tissue, dyspareunia, add¿l surgery, recurrent incontinence, dense scarring, hardening, and other injuries.¿ the plaintiff additionally experienced ¿significant mental and physical pain and suffering and sustained permanent injury.¿

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.